Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the information provided, the most probable cause of the reported issue could not be established due to insufficient evidence. The product was not returned for analysis to determine whether a device defect was present. Consequently, without proper device evaluation, the factors that may have contributed to the event remain unknown. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2025. It was reported that the clip did not deploy. The procedure was completed, but there was no information regarding which device was used to finish it. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2025. It was reported that the clip did not deploy. The procedure was completed, but there was no information regarding which device was used to finish it. There were no patient complications reported as a result of this event.